Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the leads and extension movements remains unknown.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension. Product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 08-oct-2026, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 15-aug-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 18-nov-2026, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 15-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after initial deep brain stimulation surgery, the patient suspected movement of the implanted leads and extensions. The patient experienced sensations of pulling in the head and neck area and reported a suboptimal response to stimulation following battery activation. The patient noted slight pulling of the extensions in the neck area and suspected that movement of the leads resulted in a reduced therapeutic effect. The patient reported moving in bed after surgery, which was believed to have contributed to the sensations experienced; no falls were reported. Surgical intervention was performed, including revision and explantation of the old leads and extensions, followed by replacement with new components. The issue was resolved at the time of the report.